Event description:
It was reported that during a prostate procedure, the laser displayed errors indicative of a system malfunction. The customer was unable to clear the errors that occurred. The physician reverted to turp to complete the procedure. Pt or user outcome: no complications.